Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. Upon lead revision, an insulation anomaly was noted. The lead was capped and replaced. The patient was fine post procedure.